Event description:
It was reported that the vns patient¿s magnet was no longer functioning. Follow-up revealed that diagnostics showed normal device function but did not show any history of magnet activations despite magnet usage. The patient¿s magnet was swiped during an office visit and subsequent device interrogation did not show the magnet activation. The patient¿s physician suspected an issue with the magnet mode for the patient¿s device. No further information relevant to the event has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.